Event description:
This is a consumer report from (B)(6) of a break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis with culture positive for gram positive organism. In (B)(6) 2010, the patient began continuous ambulatory peritoneal dialysis. On an unreported date in 2010, the patient experienced a break in aseptic technique (described as patient made mistake). On (B)(6) 2010, the patient developed peritonitis, not requiring hospitalization. On (B)(6) 2010, a peritoneal effluent culture was performed. On (B)(6) 2010, the patient was treated with continuing intra-peritoneal injections of reflin, 1gm daily, tobramycin 40 mg daily and heparin 0.5 ml 3x/day. The outcome of the event of peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome of the event of a break in aseptic technique was unknown. The root cause of the peritonitis was due to the break in aseptic technique (described as patient made mistake). Therapy was ongoing. The reporter believed the event of peritonitis was not related to dianeal therapy. The reporter did not comment on causality for the event of a break in aseptic technique (described as patient made mistake).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.